Manufacturer narrative:
As reported, the bard/davol hydrosurg irrigator leaked irrigation fluid in the battery compartment. The subject device was returned for evaluation. Visual examination identified corrosion of the internal components, which was due to fluid ingress into the motor housing. Cracks and excessive rtv were identified on the motor mount allowing fluid to pass through the motor mount and down the sides of the motor to the pc board and battery compartment. Based on the sample evaluation and investigation performed, the root cause for the issues experienced by the user are determined to be manufacturing related. Sample evaluated.

Event description:
As reported, during an unknown procedure on (B)(6) 2021, the bard/davol hydro-surg laparoscopic irrigator leaked irrigation fluid from bottom the of the battery compartment. As reported, there was no functional issue with the device, the or staff did not want to use the device due to leakage. It was reported that another bard/davol hydro-surg device was used to complete the case. There was no reported patient harm or injury as a result.